Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. However, x-rays were returned showing 1 connector completely disengaged from the rod and the other connector moving off the rod. The connectors are at a section of the spine with a large curve with no fixation at that level. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. Per surgical technique: the surgeon must warn the patient that the devices cannot and do not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implants can break or become damaged as a result of strenuous activity or trauma, and that the devices may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the devices. Patients who smoke have been shown to have an increased incidence of non-unions. Surgeons must advise patients of this fact and warn of the potential consequences. For diseased patients with degenerative disease, the progression of degenerative disease may be so advanced at the time of implantation that it may substantially decrease the expected useful life of the appliance. In such cases, orthopaedic devices may be considered only as a delaying technique or to provide temporary relief. Patients who are overweight may be responsible for additional stresses and strains on the device which can speed up metal fatigue and/or lead to deformation or failure of the implants. The size and shape of the bone structures determine the size, shape and type of the implants. Once implanted, the implants are subjected to stresses and strains. These repeated stresses on the implants should be taken into consideration by the surgeon at the time of the choice of the implant, during implantation as well as in the post-operative follow-up period. Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidated. This may result in further side effects or necessitate the early removal of the osteosynthesis device. While the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Bending, disassembly or fracture of any or all implant components. Fatigue fracture of spinal fixation devices, including screws and rods, has occurred. Delayed union or nonunion: internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. The degree or success of union, loads produced by weight bearing, and activity levels will, among other conditions, dictate the longevity of the implant. If a nonunion develops or if the implants loosen, bend or break, the device(s) should be revised or removed immediately before serious injury occurs. Loosening of spinal fixation implants can occur. Early mechanical loosening may result from inadequate initial fixation, latent infection, premature loading of the prosthesis, or trauma. Late loosening may result from trauma, infection, biological complications or mechanical problems, with the subsequent possibility of bone erosion, migration and/or pain. These implants are temporary internal fixation devices designed to stabilize the operative site during the normal healing process. After healing occurs, these devices serve no functional purpose and can be removed. As the devices were not returned, a definite root cause cannot be determined. Possible root causes include overtightening of the connector blockers, under tightening of the connector blockers, insufficient rod length, and/or patient non fusion. Additionally, due to the curve of the spine and the placement of the devices at that level, with just axial connectors and no additional fixation in between, allowed for a bending moment to exist within the non fixed area, which could have added additional forces and contributed to the event. H3 : device has been discarded of by hospital.

Event description:
It was reported that the rods disengaged from two xia rod connectors. Fusion did not occur. Revision surgery has been performed. This record will capture the second of the 2 rod connectors.

Event description:
Physician additionally reported the patient had not fused.

Manufacturer narrative:
Correction to d.1.: updated from unknown_spine_product to xia rod to rod clamp - axial. Correction to d.4.: updated from unk_spn to 03805002. Correction to gtin: updated from unk to (B)(4). Correction to g.1.: updated from stryker spine- france to stryker spine- switzerland. Correction to g.5.: updated from k142381 to k060361.

Manufacturer narrative:
Status and location of the device is currently unknown.

Event description:
A physician reported that the rods disengaged from two xia rod connectors. Revision surgery was performed. This record will capture the second of the 2 rod connectors.